Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc line had a small hole at the connection end of the catheter. A large amount of frank red blood was found on blankets. The pt required a blood transfusion.